Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there was no problem in loading and ligation until the third clip during an urological surgery. However, the boss of the fourth clip got broken at loading. Therefore, a new cartridge was opened instead.

Event description:
It was reported that there was no problem in loading and ligation until the third clip during an urological surgery. However, the boss of the fourth clip got broken at loading. Therefore, a new cartridge was opened instead.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok l clips 6/cart 84/box lot# 73d1900635 was manufactured on 04/23/2019 a total of (B)(4) pieces. Lot was released on 05/23/2019. DHR investigation did not show issues related to complaint. The customer returned one cartridge 544253 hemolok xl clips 3/cart 42/box for investigation. The cartridge was visually examined with and without magnification. Visual examination revealed that the cartridge contained 3 clips remaining in it. All of the clips were loose on the pierced boss side of the cartridge. One of the clips had broken pierced bosses. The broken pierced bosses were found in the cartridge. The observed damage appears to be consistent with improper loading of the clips or use of damaged appliers. The appliers used were not returned. The IFU for this product, 220002422, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." "To load the applier, grasp the applier and carefully insert the jaws of the applier into the cartridge slot, making sure the jaws are perpendicular to the base of the cartridge. Gently press the applier over the clip until there is an audible click. Do not force the applier into the cartridge or onto the clip. The applier should enter and withdraw from the cartridge easily." "Remove the applier from the cartridge ensuring the clip is held securely in the applier jaws. It may be necessary to hold the cartridge to allow the clip to be removed." A corrective action is not required at this time as the damage observed on the returned clip indicates that unintentional user error caused or contributed to this event. However, it could not be determined exactly how the clip broke. The reported complaint of "broken/detached parts - clip - boss" was confirmed based upon the sample received. One of the returned clips had broken pierced bosses. The observed damage to the clip appears to have been caused by improper loading or use of damaged appliers. It is unknown how the returned clip was handled during use and the appliers used at the time of malfunction were not returned for investigation. The IFU advises on proper loading technique including avoiding forcing the applier into cartridge or the clip. The IFU also advises to inspect applier jaws prior to use and ensure regular maintenance. A device history record review was performed and showed no evidence to suggest a manufacturing related issue. It is unlikely that the damage was present when the sample left the manufacturing site. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event. The manufacturer will continue to monitor and trend reports of this nature.